Event description:
Report received that the device was found powered off while in clinical use. It is unknown if the device audibly alarmed before powering off. In 2004, the device was programmed to deliver an unspecified concentration of heparin at an unspecified dose of units/kg/hour. No further programming parameters were provided. Reportedly, at 0300, the nurse entered the patient's room and found the device powered off. The device was reportedly still plugged into ac power. The device was removed from clinical service. There were no reported adverse patient effects and no medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The device history was downloaded at the user facility. A review of the device history showed that on the reported event date 2004, the recorded programming did not correlate with the programming reported by the customer.